Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a non-dependent patient presented in the hospital due to muscle stimulation. The ventricular lead exhibited low impedance in bipolar configuration. Noise and high pacing threshold were also noted. An insulation anomaly was suspected. The lead was capped and replaced.